Manufacturer narrative:
Visual evaluation of the returned product identified that there is debris inside the sterile package. The complaint has been confirmed by visual evaluation. A good fourier transform infrared (ftir) spectrum could not be obtained of the small sample of the unknown debris. No conclusion can be made about the identity of this small unknown debris sample. Device history record (DHR) was reviewed and no discrepancies were found. The product was likely non-conforming when it left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. No corrective actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported upon inspection that there was debris in the sterile package. There was no patient involvement.